Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for excessive gel and air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of excessive gel and air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of excessive gel and air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and air bubbles in the gel. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: there was a "problem with yellow cap tubes. Separator gel is above normal fill and with bubbles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and air bubbles in the gel. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: there was a "problem with yellow cap tubes. Separator gel is above normal fill and with bubbles."